Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model #: 400-141, lot #: 1304078, expiration date: 04/01/2018, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacturer date: 04/2013. There were no deviations reported in the DHR for part numbers 400-141 lot 1304078. The DHR for part no. 400-262 lot 100422/0250 noted that 1 out of the 40 pieces were discarded, and 7 pieces were reworked; all released parts were within specification.

Event description:
Star total ankle replacement tibial component was revised to correct the anterior shift of implant. Sliding core mobile bearing was also exchanged.